Manufacturer narrative:
(B)(6). The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a cranial procedure for a "tumouir" (tumor), it was observed that the tip of the craniotome device broke and was left inside the patient, causing infection. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. The reporter further clarified that the first operation was performed on (B)(6) 2015. According to the reporter, "nothing untoward or different happened according to the team". The reporter stated that no one picked up something was wrong until the patient came back with infection. An MRI was performed which revealed an artifact. Another procedure was performed on (B)(6) 2015 to remove the artifact. The reporter indicated that the patient was transferred to "itu". There was patient involvement reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.